Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the plastic part detached". It was reported there were no clinical consequences for the patient as the device was not used on any patient.

Event description:
Customer complaint alleges "the plastic part detached". It was reported there were no clinical consequences for the patient as the device was not used on any patient.

Manufacturer narrative:
Qn#(B)(4). Corrected data: device available for evaluation corrected to "no". Corrected to "not returned to manufacturer". Evaluation method corrected from "10" to "4114". Additional manufacturer narrative corrected to reflect that no actual sample was received. The customer returned photos; therefore, the investigation was performed on the photos, not the device. Investigation results remain the same.

Event description:
Customer complaint alleges "the plastic part detached". It was reported there were no clinical consequences for the patient as the device was not used on any patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was found that the base of light guide is broken. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturer reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage.